Event description:
It was reported that an attempt was made to use two nanocross elite balloons to treat a calcified lesion in the right mid superficial femoral artery, popliteal artery. Degree of tortuosity was minimal. Lesion length was 200mm. Artery/vein diameter was 6mm. There were no abnormalities reported in relation to anatomy. A 6f non medtronic sheath and a 0.014" non medtronic guidewire was used. Embolic protection was not used. The vessel was not pre-dilated. The vessel was not post-dilated. Devices did not pass through a previously deployed stent. Moderate resistance was encountered when advancing the device. Excessive force was not used. Balloons were inflated with an unknown inflation device and a syringe was also used. 50/50 contrast was used. IFU was followed. The first balloon reached full pressure immediately and then would not deflate. A 10cc syringe and negative pressure was used and the balloon was pulled into sheath and popped. Device safely removed from patient. Two other nanocross balloons were used. There was difficulty tracking during initial advancement and the devices kinked on the catheter. Devices safely removed from patient. Another device was used to complete the case. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.